Manufacturer narrative:
The device arrived fully deployed. No timeouts or drive stalls were observed in the download data. The soft cannula was not bent, kinked, or otherwise damaged during inspection. Inspection of the fluid path and subsequent leak test found no evidence of a fluid leak.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pod was leaking insulin. As treatment, a new pod was applied.